Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that data from a remote download of the patient with this right ventricular (rv) lead and a competitor device was reviewed. The clinic noted changes in the rv rate-sense morphology. Subsequently, the clinic suspected that the morphologic change was noise being oversensed. Upon review of the electrogram (egm), boston scientific technical services (ts) suspected t-wave oversensing and provided troubleshooting options. Further, a local field representative reported that the patient just had a changeout and thus, suspected a possible connection issue. Additional information was received indicating that the cause of the observation was a loose setscrew. A surgical intervention was performed. The lead was removed from the device header, re-inserted, and the setscrews were tightened which resolved the clinical observation. The lead remains in service. No additional adverse patient effects were reported.